Event description:
Pt was implanted with matrix construct a l3-l5 on (B)(4) 2010, for a ruptured disc at both levels. Pt complained of painful hardware. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon did not revise the pt to any add'l hardware since the pt had achieved fusion. Procedure was completed with no problems. This is the 20th of 20 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.